Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked, and the heater coil windings stretched. The implant was not returned for evaluation as it was eventually detached as described in the reported event. The device failed continuity and resistance testing due to the proximal connector and heater coil winding damage. However, the heater coil pet and tether were found melted, indicating that the device was thermally activated during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
N/a.

Event description:
It was reported that the physician had successfully positioned and opened a web inside a pcom aneurysm and was attempting to detach it. The pusher wire was inserted into a wdc and initially a green light was displayed indicating the circuit was good. The button was pressed to detach the web and the detacher cycled successfully. It appeared however that the web had not detached from the pusher as there was no change on fluoroscopy and traction on the pusher did not produce separation from the pusher wire. Reinserting the pusher wire into the detacher the light on the detacher went red indicating no circuit. Despite this several attempts were made to detach the web with the wdc. The web remained firmly attached to the pusher and physician was convinced from the imaging that thermo-mechanical detachment was incomplete. A 9v battery was touched to the proximal pusher wire in a last effort to induce detachment and this appeared to be successful on imaging however despite there being a gap on imaging of the radio opaque pusher wire and the proximal web marker the web still appeared to be attached as the pusher wire could not be removed due to it pulling on the device. As a last resort the physician attached a torque device to the pusher wire and rotated it until the pusher wire finally released from the proximal web marker. The pusher wire is being returned to mv for examination to see if any clues as to the detachment issue can be seen. Procedure completed successfully.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.